Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection less than one hour was confirmed. Signal loss up to one hour is within specification; the device operated within expected performance. A probable cause could not be determined. Additionally, it was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom continuous glucose monitoring (cgm) application is only compatible for select devices and operating systems. No additional event or patient information is available.